Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2022. H6 component code: g07002 no device problem found. H3 investigational summary: complaint sample: 1 opened unit of actual complaint sample foil along with single barrier folder, needle and partially disintegrated suture received for investigation for code nw2494 lot t8002. Suture received in partially disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the packs were observed. Returned needle was inspected with 10x magnification and no defect was observed. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw2494 lot t8002. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code nw2494 lot t8002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 0.800 kgf and value at release was found to be 1.196 kgf which meets the average usp specification requirement i.e. Nlt 0.450 kgf. All the individual as well as average needle pull-off values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2494 lot t8002. No other event was reported for same description from other parts of country. The detected detachment of suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a muscle layer closure on (B)(6) 2021 and suture was used. During the procedure, the needle and suture separated at the point of swaging. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.